Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for another complaint ((B)(4)-left hip), litigation alleges elevated metal ion levels for the left hip. After review of the medical records for MDR reportability, it was discovered the patient also has depuy implants in the right hip that cannot be excluded as the cause of the elevated metal ion levels. The right hip hasn't been revised and it is a poly on ceramic hip. The ceramic head and stem will be reported.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 12/19/2016 medical records received. While doing investigative review, it was noted that the patient underwent an open reduction and removal of soft tissue impingement to address unstable, dislocated right hip on (B)(6) 2015. No components were exchanged at this time.